Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that he feels well and requires no medical attention. The customer's expected blood result is 115-130mg/dl fasting. Verified the strips expire 11/17/2018. Customer confirms the strips have been properly stored and were first opened 2/15/2016. Customer performed a back to back blood test and obtained 266mg/dl and 189mg/dl fasting. Reviewed meter memory (B)(6). The customer is concerned about the result of lo on (B)(6) 2016 at 10:20 pm. The customer wants to know what does lo means, informed the customer that lo means that the result is below 20 mg/dl. The customer is very stressed due to losing three loved ones within the past three months.